Manufacturer narrative:
It was reported that two batteries had damaged cables. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed a tear on the output cables. As a result, the reported event was confirmed. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and output cable and/or due to the handling of the device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
State, province or territory: (B)(6). Other device related to this event: bat213553 - battery / catalog number 1650de / expiration date: 31-jan-2017. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that two batteries had damaged cables. They were damaged in the region closest to the connector, but the inner wires were intact. There were no alarms and the batteries were replaced. No patient complications have been reported as a result of this event.